Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 319.006, synthes lot number: 7039733, supplier lot number: n/a, release to warehouse date: 28sep2012, expiration date: n/a, manufactured by synthes jennersville. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: depth gauge for 2.0mm and 2.4mm screws was received at cq with the needle broke off from the slider. Upon visual inspection, it was observed that the needle completely separated with the slider and also found to be bent. Thus, the complaint is confirmed. The received condition was determined to agree with the complaint description. This complaint was confirmed. The cause of the issue was not determined to be use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft measured and is within specification per relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; DHR and raw material review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no relevant non-conformance noted. Investigation conclusion: a visual inspection is performed and observed that the needle of the slider was broken, and the needle was also bent. The root cause for the complaint condition is mishandling of the device. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, while preparing instrumentation the depth gauge tip broke off and fell to the floor. There was no impact on the case; another depth gauge was available and used to measure the screws. There was no surgical delay. Procedure was successfully completed. There was no impact to the patient. Concomitant device reported: screws (part/lot unknown, quantity 1). This report is for a depth gauge. This is report 1 of 1 for (B)(4).